Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm on (B)(6) 2024. After inserting the new sensor, the patient mentioned noticing blood dripping from his arm down to the floor. The patient attempted to apply pressure to the area for 30 minutes, but the bleeding continued. The patient then removed the sensor and called emergency medical services. Ems arrived and transported the patient to the emergency room. At the ER, the patient was given stitches at the sensor insertion area. No medications were given to the patient by ems or while at the ER. The patient was discharged home on the same day. The patient was in good condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.